Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was shattered after the device, clipped to the user, was struck against an object, and a replacement device was arranged. Symptoms included no reported impact to blood glucose. Outcomes included continuation of therapy planning with user advised to use backup therapy due to unreliable insulin delivery and meal announcements on the damaged device. Investigation included collection of a photograph of the damaged pump and coordination for device replacement and inspection of the returned device. Investigation of this device revealed physical damage to the pump display consistent with accidental impact, rendering normal use unreliable. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.